Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that a fiber optic sensor failure occurred during intra-aortic balloon (iab) therapy. No harm reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d4 (unique device identifier), g3, g6, h2, h11.

Event description:
N.a.

Manufacturer narrative:
Updated fields: b4, d9, g1(contact person mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure.